Event description:
Healthcare workers (no specific number) experienced tearing of the eyes, allergic conjunctivitis and nose mucosal irritation, 30 minutes after exposure to cidex opa. No eye protection or face mask was used. There is no indication as to how long this occurred or if any medical treatment was provided.